Manufacturer narrative:
(B)(4). A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis while performing automated peritoneal dialysis therapy. The breach in aseptic technique was not further identified. The event was manifested by abdominal pain and cloudy effluent. On the same day as the event onset, the patient started treatment with intraperitoneal zinacef (500 micrograms/1000 ml as loading dose and 200 micrograms/1000 ml as maintenance dose; frequency not reported) for peritonitis. Eleven days after the event onset, the zinacef was discontinued. On an unknown date (also reported as ¿since one week¿), the patient was discharged home. At the time of this report, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.